Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the study site investigator reported that the itch was determined to be ¿topical and not device related.¿ no further event information was reported; no further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2023. Lead product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2023. Product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 26-oct-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 26-oct-2026, UDI#: (B)(4). G2. Foreign: australia. H6. Codes belong to the leads. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an unscheduled visit dated (B)(6) 2023. There was a suspected infection and itch at the lead site. It was unknown if any additional medical intervention was required to prevent permanent injury or impairment. Additional information was received from multiple sources (manufacturer representative, healthcare provider, clinical study). It was reported that an assessment for product/therapy/procedure relatedness made by the investigator. The assessment reported that this adverse event was not related to a study procedure, the device, nor the therapy. An assessment for product/therapy/procedure relatedness made by the sponsor that was different from the investigator. The assessment reported that this adverse event was not related to a study procedure or to the therapy, but was related to the device, the lead. The rationale for relating the adverse event to the device was a tender intermittent itch at the lead site. Diagnostic tests were performed and the adverse event resulted in treatment. A concomitant or additional treatment was given due to this adverse event; a blood test was performed and the result was normal on (B)(6) 2023. The outcome of this adverse event is recovering/resolving. Additional information was received from multiple sources (manufacturer representative, healthcare provider, clinical study). It was reported that the cause of the infection and itch at the lead site was unknown.